Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that this implantable right atrial pacing lead exhibited low p-wave measurements. The pocket was reopened for a right ventricular lead replacement and attempts to reposition this lead were made, however, were unsuccessful. The lead was explanted and replaced. No adverse pt effects were reported related to the low p-wave measurements. Should add'l info become available this report will be updated.